Event description:
Reporter indicated that the pt has experienced constant hoarseness since vns implant and that the physician has ruled it to be partial or complete vocal cord paralysis. Reporter indicated that the pt is experiencing a decrease in seizure activity since initiating stimulation on 5/2002. Attempts to obtain additional info have been unsuccessful to date.